Manufacturer narrative:
(B)(4). PMA/510(k): k170622. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that after natural labor, the physician placed the bakri tamponade balloon catheter into the uterine cavity through the vagina. When the physician injected 100 ml saline, they found the liquid was floating from the vagina. Then the physician removed the device and did a test, leakage was found from a small hole in the balloon. At last, the physician change another new device to use successfully. Amount of bleeding was 1700 ml. The patient was given 600 ml of blood products. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was performed. The investigation also included review of complaint history, the device history record, drawings, instructions for use, quality control data, and specifications. One device was returned for investigation. The device was returned with the stopcock detached. A functional test was performed and several leaks were noted in the balloon material. A visual examination noted grasper marks on the balloon material near the leaks in the material. The device history record was reviewed and it was noted there were no non-conformances associated with the reported failure mode. A review of complaint history revealed this complaint to be the only one associated with complaint lot number 8139431. A review of relevant manufacturing documents was conducted. This device is 100% inspected visually for surface imperfections and functionally tested for leaks, inflation, and deflation. The instructions for use (IFU) contains the following precaution. Avoid excessive force when inserting the balloon into the uterus. Any damage to the balloon prior to inflation can cause the balloon to burst when inflated. Any damage to the balloon prior to inflation can cause the balloon to leak when inflated. The cause of this issue is traced to user failure to follow instructions. The visual examination noted grasper marks on the balloon material near the leaks in the material. Grasper marks are indicative of user error in this instance. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that after natural labor, the physician placed the bakri tamponade balloon catheter into the uterine cavity through the vagina. When the physician injected 100ml saline, they found the liquid was floating from the vagina. Then the physician removed the device and did a test, leakage was found from small hole in the balloon. At last, the physician change another new device to use successfully. Amount of bleeding was1700ml. The patient was given 600ml of blood products. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The following additional details were provided during follow up but were overlooked and not included in the initial report. The cervical laceration mentioned in the complaint was due to spontaneous delivery. In addition to the use of the bakri tamponade balloon catheter, the patient was given carbetocin. The gestational age at the time of delivery was 41 weeks. The patient was reported to be in good condition.